Event description:
Customer reported the leg extension is not working - it is difficult to unlatch. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the leg extension pad. System operates as intended.